Manufacturer narrative:
Delayed inflammatory reactions that may manifest as oedema, nodules and induration weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections (in this case potentially trigger by the covid-19). With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.

Event description:
Inflammatory reaction - inflammation - delayed immunological reaction- granulomatous reaction ¿ biofilm [dermal filler reaction] ([skin oedema], [skin induration], [nodule]) migration [device dislocation] covid-19 [covid-19]. Case narrative: on (B)(6) 2025, the spanish subsidiary notified teoxane geneva of an adverse event. According to the information received, the patient was injected on (B)(6) 2024 with: - 1.2 ml of ultra deep in the nasolabial folds. The injection was done with a canula 25g using the retrograde technique (B)(6). - 1.0 ml of rha 1/rha redensity in the barcode lines. The injection was done with a needle (B)(6). - 1.0 ml of rha 3 in the lips (0.5 ml in the lower and 0.5 ml in the upper lips). The injection was done with a needle 30gx30mm, using the retrograde injection technique (current complaint). The patient was also injected on (B)(6) 2025 with: - 1.2 ml of rha 4 in the nasolabial folds. The injection was done with a canula 25g x 40 mm (B)(6). Approximately 6 months after the last injection, on (B)(6) 2025, the patient experienced swelling on the left side of the nasogenian groove and of the supralabial area. Nodules also appeared on the outer corner of the right eye, left cheek, and left suprapalpebral area. Considering the severity of the symptoms the case was assessed as reportable. On (B)(6) 2025, the patient independently consulted a dermatologist who confirmed the presence of following symptoms: - 10 days of inflammation of the left cheek - nodule on the outer corner of the right eye, on the left cheek, in the left supralabial area - induration in right the supralabial area and in the lower lip. Possible diagnosis were also established and prescribed an MRI to the patient for confirmation: - granulomatous reaction (foreign body) - delayed immunological reaction following covid-19 infection (around (B)(6) 2025) and migration of the filler - delayed infection mycobacteriosis or biofilm. A facial MRI was performed the same day ((B)(6) 2025) and highlighted a signal alteration in the subcutaneous fat tissue, suggestive of subcutaneous infiltrative material. This signal change affects the perioral region predominantly in the upper area, the lower nasal region, and the bilateral premalar areas. It extends superiorly toward the lateral subcutaneous region adjacent to and above the zygomatic arch. At this level, the alteration is more superficial, with mild associated skin thickening. No collection, no abscess were observed. The following treatments were prescribed by the dermatologist: - glucocorticoids (urbason). - corticoids (prednisone 30 mg). - antibiotics (augmentin). - ace (lisinopril). 4 days later, on (B)(6) 2025, the patient was prescribed an antihistamine treatment (polaramine) and on (B)(6) 2025 the patient was injected with 500 ui of hyaluronidase. The effect was low, the treatment process was reported as very slow and the patient became more swollen with nodules (reported as "granulomas"). On (B)(6) 2025, a medical expert was contacted. According to him, the "granuloma" cannot be confirmed without a pathological anatomy and the nodules present around the eye (area which was never injected) might be oedema associated with the inflammatory reaction. He also reported to teoxane that the patient did not take the corticosteroids prescribed, only antibiotics. He recommended to follow the late nodulation protocol: - moxifloxacin 500mg/12 hours - clarithromycin 400mg/12 hours for 21 days - deflazacort 0.5mg/kg weight/day (5 days) - 1mg/kg/day (11 days) - 0.5mg/kg weight/day (5 days). - gastric protector (omeprazole or pantoprazole) - probiotics: (30 days), 20-30 billion cfu/day. Check on the 5th day, hyaluronidase (previous allergy test), inject into nodules between 30-120 iu per nodule (depending on size). According to the information received on (B)(6) 2025, the symptoms were evolving favorably despite the fact that the patient was not taking all the prescribed medications. Considering the evolution of the symptoms and the monitoring of those symptoms performed by the injector, the case was closed as this. Case comments: alawami, a. And tannous, z., 2020. Late onset hypersensitivity reaction to hyaluronic acid dermal fillers manifesting as cutaneous and visceral angioedema. Journal of cosmetic dermatology, 20(5), pp.1483-1485. Chiang, y.z., pierone, g. And al-niaimi, f. (2016) ¿dermal fillers: pathophysiology, prevention and treatment of complications¿, journal of the european academy of dermatology and venereology, 31(3), pp. 405¿413. Chung, k., convery, c., ejikeme, I. And ghanem, a., 2019. A systematic review of the literature of delayed inflammatory reactions after hyaluronic acid filler injection to estimate the incidence of delayed type hypersensitivity reaction. Aesthetic surgery journal, 40(5), pp.np286-np300. Cormac convery, emma davies, gillian murray, lee walker, 2021 "delayed-onset nodules (dons) and considering their treatment following use of hyaluronic acid (ha) fillers". J clin aesthet dermatol. 14(7):e59¿e67 decates, t., kadouch, j., velthuis, p. And rustemeyer, t., 2021. Immediate nor delayed type hypersensitivity plays a role in late inflammatory reactions after hyaluronic acid filler injections. Clinical, cosmetic and investigational dermatology, volume 14, pp.581-589. Funt, d., 2022. Treatment of delayed-onset inflammatory reactions to hyaluronic acid filler: an algorithmic approach. Plastic and reconstructive surgery - global open, 10(6), p.e4362. Ibrahim, o., overman, j., arndt, k. And dover, j., 2018. Filler nodules: inflammatory or infectious? A review of biofilms and their implications on clinical practice. Dermatologic surgery, 44(1), pp.53-60. Kokoska, r., lima, a. And kingsley, m., 2022. Review of delayed reactions to 15 hyaluronic acid fillers. López pérez, v., 2022. Covid-19 and dermal fillers: should we really be concerned?. Actas dermo-sifiliográficas, 113(9), pp.t888-t894. Marusza, w., olszanski, r., sierdzinski, j., ostrowski, t., szyller, k., mlynarczyk, g. And netsvyetayeva, I., 2019. Treatment of late bacterial infections resulting from soft-tissue filler injections. Infection and drug resistance, volume 12, pp.469-480. Marwa, k., & kondamudi, n. P, 2022. Type IV hypersensitivity reaction. Statpearls. Statpearls publishing. Mikkilineni, r., wipf, a., farah, r. And sadick, n., 2020. New classification schemata of hypersensitivity adverse effects after hyaluronic acid injections: pathophysiology, treatment algorithm, and prevention. Dermatologic surgery, 46(11), pp.1404-1409. Modarressi, a., nizet, c. And lombardi, t., 2020. Granulomas and nongranulomatous nodules after filler injection: different complications require different treatments. Journal of plastic, reconstructive & aesthetic surgery, 73(11), pp.2010-2015. Moran, m., nieto-lopez, f. And rueda-carrasco, j., 2022. Lipoteichoic acid and molecular weight of hyaluronic acid could explain the late inflammatory response trigger by hyaluronic acid fillers. Journal of cosmetic dermatology,. Snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. Trinh, l.n., mcguigan, k.c. And gupta, a. (2022) ¿delayed granulomas as a complication secondary to lip augmentation with dermal fillers: a systematic review¿, the surgery journal, 08(01). Turkmani, m., de boulle, k. And philipp-dormston, w., 2019. Delayed hypersensitivity reaction to hyaluronic acid dermal filler following influenza-like illness. Clinical, cosmetic and investigational dermatology, volume 12, pp.277-283.